Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt mentioned they are having to recharge their implant more often than they used to for 6 months or longer. Pt stated an implant charge used to last a week and now they have to recharge every 3 -4 days. Agent reviewed the amount of times the implant needs to be charged is solely based on settings and usage. Agent redirected pt to hcp to further address charge frequency.

Event description:
Additional information was received from the patient. They reported that there were no circumstances that led to the reported issue and that nothing had changed with programming or their activity level, and they went from recharging every 6 days to every 3 days, and it has gotten worse. Nothing was done, and they are now recharging every day, and it seems like they have a faulty device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back in regarding issue from this case. Agent asked if pt was reprogrammed prior to this call on (B)(6) 2024; pt stated yes they were reprogrammed 2-3 times prior and then once after with rep. Pt stated they can feel the stimulation and described when they sneeze, they get a jolt but it does not hurt them. Pt confirmed the therapy is helping with the pain. Pt was recharging once a week, then once every 5 days, now once per day. Pt stated they do not think the implant is working as it should and will not be able to handle charging more than once per day. Pt stated the intensity has gone up a little; from 2.3 to 2.7 and 2.1 to 2.2 and 2.6 so they do not understand the drastic change in the amount of times they have to charge the implant. Pt stated they are self employed and the cost of the implant all falls on him and pt inquired about the 5 year warranty- agent reviewed information. Pt also mentioned they have had 8 back surgeries. Pt stated they are more active in the summer and will continue to monitor the issue. Agent redirected to hcp for next steps if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient explained they originally got the ins to help with chronic left leg burning sensations, and wound up getting two leads with the battery to reach both sides of their body, but the left lead had 'failed.' Patient had met with many reps, and eventually they were told their left lead started "arcing" across a couple contact points. The reps shut off their system, but patient stated they continued to get more messages on the controller and shocks in their body, so their rep suggested they go to their doctor for x-rays of the system. Patient stated they had gone to multiple reprogramming sessions to attempt to get some functionality to remain on the left side, but it didn't work so well. Patient was told the whole left side would need to be shut off. Patient wondered if the stim had been doing anything at all, and after stopping use of ins, patient said their foot was burning all the time, so they knew stim had been doing at least a little to help and they are doing worse without it. Patient explained they let stimulation turn off because they had to charge the ins way too frequently.